Event description:
Customer reported an alarm relating to an occlusion event that occurred earlier in the day. There was no reported adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin administration.